Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) was 449 mg/dl. Reportedly, the customer hadn't treated the bg before calling tandem technical support. After the reset the customer continued to use the current pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.